Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving bupivacaine and morphine (both at 8mg/ml and 1 .0015mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that for "months", the personal therapy manager (ptm) battery would say it's ok and would be half full, but when the patient would try to give herself a bolus she would get the splash screen. The patient confirmed she was using the recommended type of batteries. It was noted that for "almost 2 months", the patient's leg would go "dead" when she gave herself a bolus. It was noted that the healthcare provider (hcp) slowed the rate when she gave herself a bolus and increased the regular rate, but her leg was still "dead" and she was in chronic pain. The patient noted that she was in a full blown sweat, was cold, had chills, and was dripping with sweat. It was noted that a little of it was caused by anxiety. Per the patient, she only had one bolus on the date of the call and her back was killing her. The patient reportedly talked to someone at the hcp's office prior to contacting the manufacturer. Additional information was received from a healthcare provider on 2018-aug-31 indicated it was the first they heard of it and discussed with the rep. The hcp was told the patient had called patient services and the patient was able to receive ptm boluses, but with difficulty. The patient was getting an antenna to see if that helped. If not, it was noted patient services may send her a new ptm. Additional information was received from the healthcare provider (hcp) on 2018-sep-07 indicated the bupivacaine concentration had now been reduced by 50%. The cause of the patient¿s pain, leg going ¿dead¿, chills, sweats, and anxiety was too much bupivacaine. The patient was refilled on (B)(6) 2018 and there were no complaints so far. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2019. It was reported that the patient called and reported that the patient had 35-40% relief but also markedly improved activity levels with that. The patient said they had numbness in the leg after ptm use, so they agreed to refill with less bupivacaine, which they did on (B)(6) 2018.